Event description:
Nurse was lowering side rail of bed. A metal piece (bolt?) Popped out of/broke off the right side of the bed. The head of the bed dropped from 30 degrees to flat. Top half of bed was then noted to be able to rock back and forth sideways when the side rail was touched. No injury to patient or employee. Manufacturer was notified and replaced the bed. The age of the bed is unknown: the bed was on loan (trial bed) from the manufacturer.======================manufacturer response for hospital bed- linet eleganza 3 bed, linet eleganza 3 bed (per site reporter).======================manufacturer apologized. The mfg rep retrieved the broken bed and replaced it with one that wasn't broken.